Event description:
The customer reported to olympus, that the single use 3-lumen sphincterotome v knife wire broke when energized. The event occurred, during an endoscopic pancreatic stent placement procedure. It was reported, that when the customer replaced the device with a similar device, the knife did not turn to the correct position. The procedure was completed using a third-party replacement device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device, the outer diameter of the cutting wire was measured, and the result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire presented with no abnormalities, and there were no missing parts in the subject device. However, the condition of the breaking portion showed that it was scorched and melted. The subject device was returned to olympus for device evaluation and investigation confirmed, the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted, that it has been less than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the condition of the breaking portion showed that it was scorched and melted. However, no other abnormalities that could lead to the breakage of the cutting wire were confirmed. Based on the results of confirmation of the device and the investigation results in the past. A likely mechanism causing the broken cutting wire might be the following: 1.the device did not protrude enough from the endoscope, until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Olympus will continue to monitor field performance for this device.